Event description:
It was reported that the patient had a baclofen pump inserted on the date of the report. While the patient was in recovery, it was reported that they were showing signs of overdose and ¿they wanted the pump to be turned down.¿ the pump system was delivering baclofen (compounded) with a concentration of 5000mcg/ml at a dose 244.9mcg/day. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, serial # unknown, product type catheter. (B)(4).